Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre op diagnosis: herniation procedure performed: microendoscopic discectomy (med) intra op, the wheel of the flex arm was stiff hence it was difficult to tighten. The handle was stuck and it could not move forward or return. There were no delay in the overall procedure. The product did not come in contact with patient. There were no complications to the patient as a result of this event.